Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a flexima biliary stent system during an endoscopic retrograde cholangiopancreatography (ercp) occurred. According to the complainant, during the deployment, the internal guiding catheter broke approximately six inches from the proximal end of the catheter. The break was identified external to the patient and no component detached within the patient. The nurse cut the push catheter to gain access to the guiding catheter, finished the deployment and completed the procedure. There were no complications and patient's condition was reported as "ok."

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.